Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The code is suspected to be a result of low temperature. Technical services (ts) recommended to warm the device and send the data from this device to analyze. The device has not been cleared for implant. There was no patient involvement.

Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The code is suspected to be a result of low temperature. Technical services (ts) recommended to warm the device and send the data from this device to analyze. The device has not been cleared for implant. There was no patient involvement. Additional information was received which indicated data from this device was analyzed. The code was found as result of low temperature. The device has since recovered and was cleared for implant. There was no patient involvement. The device remains in the possession of the field representative.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.